Event description:
A malfunction was reported on the pump after no notable events occurred prior. The malfunction caused the customer's blood glucose level to exceed 500 mg/dl, indicating a high value that was specifically labeled as "high." In response, the customer administered a correction bolus via the pump and managed the situation without third-party assistance. Technical support provided information for resetting the pump, which the customer successfully did without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support again if the issue reappeared.